Event description:
Allegedly product has not been removed from pt as of today. Surgeon has no plans to do unless pt begins to have pain. The above product presented today on x-rays as broken hardware. It appears to be broken through the distal oblong screw hole. Surgeon used a 3.00 muc screw for joint fixation which is not broken. This pt is about 6 weeks post-op.